Event description:
It was reported that the pump had a system failure. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3. Date of event is unknown. Device evaluation: one device was received. A visual inspection found the tamper seals removed, a chipped top case and a damaged plunger case. During a review of the event history log, a force sensor test error was found. During the functional testing, the customer reported issue was confirmed. The cause of the issue was found to be that the plunger cable was not plugged into the main board. The plunger cable was then reconnected to the main board. Other unrelated repairs include replacing the chipped top case, damaged right plunger case and all the plastic parts of the plunger head. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.